Event description:
Clinical study. It was reported that 170 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 2.5x8mm lesion, in the 99% stenosed, moderately calcified and severely tortuous right posterior descending artery (r-pda) with direct placement of a taxus express2 2.5x8mm drug eluting stent. Reducing stenosis to 0%. The patient was discharged one day later on plavix and aspirin. One hundred seventy days after the index procedure, the patient expired, as the cause of death is unknown. In the opinion of the physician, it is unknown if the target vessel was involved. It is unknown if an autopsy was performed.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paper work for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.